Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient received therapy due to vt and an episodes of noise were also noted. The physician suspected both the device and lead as the source of the noise. As a result, the device and the rv lead were explanted and replaced. There were no consequences to the patient. Related manufacturer report number 2938836-2017-24822.